Event description:
It was reported that during the procedure the device prompted an error message of the flash lamp. It was noted that when the device was connected to the software, it was not connecting, and it was noticed that the connection port was broken. The procedure was not completed due to this event. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that during the procedure the device prompted an error message of the flash lamp. It was noted that when the device was connected to the software, it was not connecting and it was noticed that the connection port was broken. The procedure was not completed due to this event. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.